Event description:
An ipp device was implanted on 1/2/96. The cylinders and pump were revised on 7/11/96. The cylinders and pump were removed from the patient on 3/18/97, due to pain and angulation of device, and replaced.